Event description:
On (B)(6) 2014, nsk america received a telephonic complaint from an employee of advanced puyallup dentistry that a handpiece in route for repair to nsk america corporation had burned a pt. Model sga-e2s was reported to have caused the injury but the serial number was not known. Employee mentioned that the burn may have blistered. Nsk america received two (2) handpieces from the clinic on (B)(6) 2014. One was model sga-e2s serial no: (B)(4). The second was a sga-e2g serial no: (B)(4). Both handpieces were forwarded to the manufacturer for further investigation on (B)(6) 2014. On 11/05/2014, a letter requesting add'l info surrounding the reported event was sent to the clinic. A second info request was sent on (B)(6) 2014 and delivery confirmation was received on (B)(6) 2014. As of the date of this report, no response to either request has been received. MFR #: 9611253-2014-00033.